Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The consumer reported that the trial patient experienced a loss or change of therapy. The patient did not feel stimulation on the left side of the trial wire. The patient's trial was put in on (B)(6) 2016 and they had a right and a left side. The setting on the right side that the patient was on was helping their symptoms, but on the left side they stopped feeling stimulation on the evening of (B)(6) 2016. The patient thought they could have both the right and left side on at the same time simultaneously. The patient turned stimulation on for the left side and started feeling stimulation at 3.0v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.